Manufacturer narrative:
The ge rep conducted an onsite investigation. The battery pack was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed a precharge failure error message. No pt injury was reported.